Manufacturer narrative:
Device file analysis revealed : the device was manufactured on 06 december 2023. The device was not implanted. On 10 february 2026, the battery voltage was measured at 2.95v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v.- files analysis (data file dated 10 february 2026) revealed that that no battery reforming was performed since the device manufacturing. Based on files analysis, this device is probably affected by a software bug: a programming action should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The switch into the specific mode occurred probably end of year 2024.

Event description:
Reportedly on february 10 2026, a mp representative was notified by email to microport that on (B)(6) 2026, at (B)(6) hospital, during the initial stage of an implantation procedure for an energya dr 3440 ICD (sn: (B)(6)), a capacitor test was performed. The measured value was 14 s, and after checking the residual battery, it showed 2.95 v. As indicated in IFU, the device was not implanted. Instead, another energya dr device (sn: (B)(6)) was used without any further complications.